Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the insulin pump was under delivering insulin and the blood glucose is high as 282 mg/dl. The current blood glucose was 282 mg/dl. Customer believes blood glucose may be high due to pump suspension. Customer reports they feel okay to troubleshooting. Customer treated for high blood glucose with pen. This morning at around 8 am, the pump noticed that pump had suspended overnight and also at time of set change. Multiple large bubbles are present along the tubing length in the reservoir. After performing load reservoir tubing with current set and insulin exited at the qr. Customer performed another blood glucose reading and latest is 241 mg/dl. Customer wants it to be reflected that her high blood glucose were due to pump suspending at 7 am when her blood glucose were not so low. However customer did not perform a blood glucose test at that time. The insulin pump will not be returned for analysis.